Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+0.5/045 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(6)2022 and was replaced with a longer lens. The problem was resolved and patient is happy. Cause of the event was unknown. Claim # (B)(4).